Manufacturer narrative:
The insulin pump was received with intermittent button response due to corrosion on the keypad traces. No button error alarms during testing. The insulin pump had a moisture damage on the electronics and battery tube assembly. The pump has a cracked case on the lcd window corners, cracks on the lcd display window, minor scratches on lcd window, cracks on the battery tube threads, cracks on the reservoir tube lip, and scratches on the reservoir tube window. No moisture damage on the vibrator and the motor assembly noted. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that the insulin pump had a button error alarm. The blood glucose at the time of the incident was unknown. Troubleshooting was not able to resolve the issue. The device was returned for analysis.